Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 435 mg/dl. Customer blood glucose at the time of incident was 459 mg/dl and current blood glucose was 241 mg/dl. The customer was treated by bolus with pump. Customer stated that the drive support cap appears normal. Customer also stated that cannula was bent. Customer was using insulin pump within 48 hours of reported high blood glucose level. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.